Event description:
The pt reportedly experienced intermittency followed by loss of lock. External equipment was exchanged, however, this did not resolve the issue. Advanced bionics is in the process of gathering more info, once more info is available, a supplemental report will be submitted.